Event description:
It was reported that the patient had a femoral neck fracture and was implanted with a nail constructing of four screws and end cap in (B)(6) 2012. On (B)(6) 2013, the surgeon performed a removal procedure of the implanted nail, four screws and end cap due to a non-union with two broken screws at the medial side of the nail towards the center body. These parts were replaced with three 6.5mm cannulated screws. X-rays was taken for the patient a few weeks prior to removal and the two screws were intact. This report is for a 5.0mm ti recon screw w/t25 stardrive 85mm. This is 3 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implanted date indicated as sometime in (B)(6) 2012. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history records report states that there were no mrr's, ncr's, or complaint related issues with this complaint.